Event description:
A patient in colombia was undergoing a dialysis treatment which included a revaclear 300 dialyzer. There was an external blood loss (amount unknown) during therapy due to an external leak from the dialyzer.